Event description:
In 2003, the patient reportedly was seen at the center for breakdown of skin flap. It was observed that the patient had a scab over the implant site with discharge. A week later, the surgeon observed that after wound debridement, the case of the ics device was exposed. The next day, the patient was admitted into the hospital for IV antibiotic treatment. The patient had surgery to repair the skin flap. The device remains implanted.